Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) spoke with the customer and customer explained that the problem was related to configuration during the migration process. The bd engineer addressed the configuration concern, and the issue was successfully resolved. Patients and orders were patients and orders were coming across to pyxis. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing over. It was not showing up on the medes and pas es stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.